Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 275 (mg/dl). Reportedly, the customer changed the infusion set, but the high bg level persisted. During troubleshooting with tandem customer technical support, the pump performed as intended. Customer administered a correction bolus to stabilize bg level.